Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported by the customer, that a blade was stuck in the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the top of the handpiece. No further information was provided.

Manufacturer narrative:
The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported by the customer, that a blade was stuck in the handpiece saw. It was subsequently reported that during testing conducted at the manufacturer a broken piece of a blade was found inside the top of the handpiece. No further information was provided.